Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that the buttons did not seem to work and were sticking. Customer received a button error and tried to get a different screen but stated that the pump would not do anything. Customer was wearing the pump and stated that the pump was going to suspend. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with moisture on the keypad traces. All of the buttons functioned properly and no button error alarm noted. The insulin pump has cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube window and stained end cap sticker.